Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, bg level was caused by "overcorrection". Customer received glucagon shot from paramedics to treat bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding how the customer overcorrected; however, the customer did not respond.